Manufacturer narrative:
Insulin pump received with moisture damage on keypad traces. All buttons function properly, no button error alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer reported the she sent a blood glucose reading the device and the buttons were unresponsive. Customer went on stating that she is aquatic instructor and the room is humid. Customer's blood glucose was 145 mg/dl. Customer reported she walked home in the rain, but the device was safe, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.